Event description:
Information received from the field notes that while the patient was in for a routine office visit, the ECG showed the device to be in auto mode switch (ams) mode. The atrial rate was 110 bpm and the ams rate was 140 ppm. The ECG then showed 2 instances of intermittent atrial undersensing, long pv intervals and pacing at 85 ppm.